Event description:
It was reported that the patient experienced leakage with the artificial urinary sphincter (aus) due to connector disconnection. The device stopped working after 12 days of use and the patient could no longer feel the pressure regulating balloon (prb). The aus pump and prb were removed and replaced with new ones. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.